Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The constant critical pump error alarm was due to moisture damage on the electronic assembly. The corroded motor assembly was discovered during visual inspection.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was 92 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.